Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_galaxy s24 ultra / 2.8 / android 16.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.